Event description:
Reportable based on device analysis completed on 25nov2025. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.5mm x 8mm fg quantum maverick balloon catheter t was advanced for dilatation. However, during tracking, the device failed to cross the lesion. The procedure was completed with another of the same device. The patient condition following procedure was stable. However, returned device analysis revealed that the balloon had ruptured.

Manufacturer narrative:
E1: (B)(6). Device evaluated by MFR.: fg quantum maverick, mr 3.5mm x 8mm balloon catheter was returned for analysis. Visual, tactile, microscopic and media inspection was performed on the device. Visual and tactile examination of the hypotube shaft identified no issues. Visual and tactile examination of the shaft polymer extrusion identified no issues. Visual and tactile examination of the balloon observed damaged. A microscopic examination of the damaged balloon noted that it was a 5mm balloon tear 7mm proximal to the distal tip. A microscopic examination of the proximal and distal markerband identified no issues. A microscopic examination of the tip identified no issues. An mp4 file was attached to this complaint, however it does not contribute to the investigation or confirm the reported allegation.